Event description:
Device 1 of 2. Reference MFR report # 1627487-2019-03855. Additional information revealed that the patient had lost over 20 pounds and the ipg site was uncomfortable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. The issue has reportedly resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2019-03855. It was reported that patient will undergo surgical intervention for an unknown reason. Once more information becomes available, a report will be sent.